Event description:
The customer reported, "when attempted to do fluoro screen was half white and half black." This likely resulted in an unusable or uninterpretable image display. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.